Event description:
It was reported that a patient presented in clinic after receiving a patient notifier. The implantable cardioverter defibrillator exhibited post paced t-wave caused due to non sustained right ventricular oversensing. No intervention was performed. Programming changes were discussed and scheduled to be performed in future. No patient condition was reported.